Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report sensor issues. Customer reported that there was no electrode visible on the sensor. Customer's blood glucose reading was 115 mg/dl. Replacement product is being sent.